Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lap inguinal hernia, a device was used but the balloon would not inflate. A new balloon with the same reference and lot number was used but encountered the same problem. The device was replaced by a new product form a different lot number to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five devices. The visual inspection of the returned products noted that two devices were received opened without obturators. The top of the balloons was disengaged from the cannulas. Three devices were received in their unopened in their original packaging. Pmv could not perform functional testing on the two disengaged balloons. The three unopened devices were opened and passed all functionality testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The received unit condition could happen when excessive force is applied to the frontal area of the balloon already inflated. This pressure makes the inner flange to detach from the inner sleeve. The degree of damage can go from separating to flange making the unit leak to fully separate the flange, making the balloon to fully deflate immediately. Replication of the disengaged balloon from the cannula may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.